Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's son in law reported via phone call, the customer's insulin pump continues to alarm spi to motor pic communication error and it continues to prompt the customer to change the battery. They have changed it four times. The customer's blood glucose was 159 mg/dl. Troubleshooting was performed and customer was able to complete prime. A bolus was performed in the air and it recorded in the bolus history. Temporary basal was not programmed before the alarm occurred. The customer's son in law was advised the device need to be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed for off no power after battery installation due to fractured solder joints on the interface circuit board. The insulin pump was stuck on an off no power alarm loop. The displacement test could not be performed due to this anomaly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a scratched reservoir tube window.